Event description:
Per the clinic, the patient experienced skin abscess at the implant site (specific date not reported). Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported). The implanted device remains.